Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 2.5x38 mm xience xpedition, 2.25x28mm xience prime. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.25x28 mm xience prime and 2.5x28 mm xience xpedition are being filed under separate medwatch MFR numbers.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the restenosis in the proximal to mid rca was located in the gap between the 2.5x38 and 2.5x28 mm xience xpedition stents and was treated with the placement of an additional non-abbott drug eluting stent.

Event description:
It was reported that on (B)(6) 2014, a patient was admitted to a hospital for coronary intervention. After pre-pre-dilatation, a 2.25x28 mm xience prime sv stent was implanted in the target lesion in the distal right coronary artery (rca) at 15 atmospheres. No post-dilatation was performed. A 2.5x38 mm xience xpedition stent was implanted in a lesion located in the mid rca at an unknown pressure. A 2.5x28 mm xience xpedition stent was implanted in a lesion in the proximal rca at an unknown pressure. On (B)(6) 2014, the patient was discharged from hospital. On (B)(6) 2014, the patient developed restenosis in the distal rca confirmed via angiography. On (B)(6) 2015, balloon angioplasty was performed to treat the restenosis. Additionally an unknown drug eluting stent was also implanted in the proximal to mid rca. The symptoms disappeared the same day. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Stenosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record could not be conducted because the lot number was not provided.